Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4). Smartablate generator (model# m-4900-07 serial# (B)(4)). Lasso nav 2515 catheter (model# d-1343-01-s lot# 17305820l). Acunav catheter (model# m-5723-09 lot# 0816qe123633). (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool sf nav uni-directional catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echocardiogram. A pericardiocentesis was performed and an unknown amount of fluid was removed. Additional information was received on the event. The patient previously had a left atrial ablation. The patient was given anticoagulation. A transseptal puncture was performed with an unknown needle. The event was noticed following an ablation. The patient was in stable condition following the intervention. However, they have since improved. The patient did require hospitalization for observation. Settings during the event include: power controlled mode up to 35w / the cut off default values were used. The power was not titrated on the ablation preceding the realization of the effusion. There were no error messages observed on biosense webster equipment during the procedure. The physician did not provide a causality opinion for the cause of this adverse event. However, the physician initially believed it may have been due to the ablation procedure of a thin muscular area on a patient with prior ablations in the same chamber.